Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched and with the helix was fully extended. Visual inspection found the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during implant procedure. No further helix function is possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implantable pacing lead (ipl) was implanted into the patient's anatomy, the lead was functionality was tested. The ipl tip, was extracted without issue, however the tip would not retract with more than 50 turns. The ipl was not implanted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.